Event description:
It was reported the subject device had noise image. There were no reports of patient involvement. The issue occurred during inspection for use.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: numerous dents were found on the r-unit (outer tube). Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.